Manufacturer narrative:
Erkal bilen- "external fixation reconstruction of the residual problems of benign tumors." 1-13 the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: b3 ¿ date of event ¿ ni; d2 ¿ device product code ¿ ni; d4 ¿ expiration date ¿ ni; d6 ¿ date implanted ¿ ni; d7 ¿ date explanted ¿ ni; e1 ¿ initial reporter ¿ levent eralp, s. Robert rozbruch, mehmet kocoglu, ahmed I. Hammoudi; h4 ¿ manufacture date ¿ ni.

Event description:
It is reported in a journal article that three patients reported pin tract infection post-op. These patient's were treated with oral antibiotics. No further information is available.